Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken bel clip slot and cracked battery tube threads.

Event description:
The customer's daughter reported via phone call of damage to the customer's insulin pump. The customer's blood glucose level was unknown. The customer states the damage is on the reservoir compartment. The customer states part is missing causing the reservoir to fall out. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.